Manufacturer narrative:
D9. Date returned to mfg: 27-nov-2024. H6. Investigation codes: updated. Investigation summary: investigation summary: received two (2) new list# 67pfs45 pediatric tracheostomy tube. As received, no damage or anomalies were observed. For each set, a syringe was attached to the pilot balloon and slowly inflated with 5ml of sterile water. Both sets were observed to not inflate. Each set was manipulated per IFU (instructions for use) until the cuff inflated. The complaint of defective cuff not completely encircling the tube can be confirmed. However, after massaging the cuff the issue was resolved. The IFU states: "if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft." A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was defective and did not completely encircle the tube/stuck to one side of the tube. The issue was discovered prior to patient use. The event occurred during testing of the cuff. There was no harm/adverse event reported.